Event description:
It was reported that during the implant procedure, the helix moved normally; however, complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed. A cut was evident through the outer insulation material at 11 cm. The helix/lobe was noted distorted/bent.